Manufacturer narrative:
Patient programmer model 37743 serial # (B)(4) implanted: na explanted: na recharger model 37752 serial # (B)(4) implanted: na explanted: na extension model 37081 serial # (B)(4) implanted: (B)(6) 2010 explanted: unknown lead model 3776 serial # (B)(4) implanted: (B)(6) 2010 explanted: unknown.

Event description:
Additional information received from the hcp reported that peri-operative antibiotics were administered. Signs of the infection included redness and incisional wound opening. The primary location of the infection was at the lead track. A sample taken from the device pocket cultured staphylococcus aureus. The patient was treated with IV antibiotics, oral antibiotics and a complete system explant. The patient outcome was reported as "infection resolved."

Event description:
It was reported that the patient had the device removed due to an infection. The patient wanted another device put in. Additional information has been requested, but was not available as of the date of this report.